Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. A balloon separation was noted during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the noted separation issues.

Event description:
The 2.75 x 6 mm nc trek balloon catheter was received at abbott vascular in a biohazard bag with no information. Follow-up was attempted, but the cath lab stated that they were unaware of anything concerning this device or it's return. Return device analysis revealed the balloon catheter had blood and contrast visible in the inflation lumen, indicating its use in the patient anatomy. The distal shaft was separated and was not returned. As no information is available regarding the location of the distal portion of the catheter, it cannot be confirmed if the separation occurred inside the patient and possibly remains in the patient.